Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.116" x 0.215" was found to be broken off. The broken piece was not returned. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Isi followed up with the nurse manager and obtained additional information. The instrument was inspected prior to use. There was no patient harm. There was no fragment falling inside the patient.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the cable of the mega suturecut needle driver instrument tip was broken. The procedure was completed with no patient harm.